Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump may have been exposed to moisture. Customer stated buttons may have been held longer than three seconds. Customer states the pump was exposure to an x-ray. Customer's blood glucose reading was 47 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. The insulin pump was received with corroded electronic, motor, keypad and vibrator motor assemblies. The insulin pump was unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, displacement test or verify vibration anomaly due to unresponsive buttons. The insulin pump was received with cracked case at display window corners, reservoir tube, cracked battery tube threads, minor scratched display window and stained end cap sticker.